Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 250-300 mg/dl and a bolus was delivered via syringe to address the bg level. The bg level was "ok" when tandem customer technical support (cts) was contacted. The customer reverted to using another pump to manage diabetes. During troubleshooting with cts, the customer indicated that the site may have been the cause of the occlusion; however, this could not be confirmed by cts. The customer indicated that the tandem pump would be used again the following morning.